Event description:
Caller states the cuff deflated while in the patient. Caller reported the patient was connected to the ventilator and it caused problems but the patient is fine. Information suggest that recannulation of a replacement tube was required. Covidien has made attempts to collect further details surrounding circumstances of this report. On (B)(6) 2012 information was provided by covidien sales rep that more details may come available in (B)(6) during an onsite visit to the facility.